Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the manufactured date (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, flickering image was due to a kink and knot on the cable. The cause of why the cable was damaged could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a kink/knot on the cable. During evaluation, it was observed water leak failure was noted from the charged coupled device (ccd) outer cover and switch number two was not working due to a bad ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had flickering image. There was no harm or user injury reported due to the event.